Event description:
Pt admitted to the hospital on 5/9/97 for pneumonia, chronic renal failure. Plan was to take the tesio catheter out since his av fistula was functioning properly. Has positive blood culture. He went to surgery 5/13/97 to have it removed. Dr removed the catheter and found part of the tip missing. C-arm was used, found it in the internal jugular. Pt was redraped, reprepped for exploration to retrieve the tip. Catheter tip dislodged and went to the pulmonary artery on the left side. Cardiologist later recommended not to do any catheterization removal because of the distal site. Tip (1 cm) remains in the pt.